Event description:
A report was received that a pt was no longer receiving stimulation. The physician assessed the patient's pocket and suggested that the patient undergo a pocket revision.

Event description:
A report was received that a patient was no longer receiving stimulation. The physician assessed the patient's pocket and suggested that the patient undergo a pocket revision.

Manufacturer narrative:
Additional information recieved stated that a good faith effort was made to contact the patient regarding her pocket revision without success.